Event description:
The clinician reports that the day the implant was placed in fdi 13, failure occurred upon insertion. Primary stability not achieved and sinus augmentation. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.